Event description:
The surgeon made an incision along the posterior axillary line, approximately the fifth interspace carried down through various layers with electrocautery. The lung was deflated and the chest was entered. The scope was placed. Adhesion was broken up with thorascope. The scope was then removed. The incision was opened to a thoracotomy. Partial pleurectomy and total decortication was performed. Bronchopleural (bp) fistula was wedged with endo-gia stapling device. Tuffier retractor was in the left chest. To detract incision and remove tuffier, the knob needed to turn and retractor broke off. The surgeon had to extend the incision to remove the tuffier retractor. The chest was totally irrigated with copious amounts of antibiotic solution. Two chest tubes were placed. The patient tolerated the procedure well and went to cv intensive care unit in stable condition.